Manufacturer narrative:
H10: one (1) actual sample and two photographs were received for evaluation. A visual inspection with the naked eye and with magnification was performed on the actual sample which did not identify any abnormalities that could have contributed to the reported condition. The fill port cap was removed and no issues were observed in the connector or cap areas. A visual inspection of the photographs, although blurry, revealed a white irregularly shaped polymeric appearing particle in one of the photos. Therefore, the reported condition was not verified in the actual sample, however, it was verified in a photograph. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a white particle was identified inside the fluid path of a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was observed during visual inspection of the finished product at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.